Manufacturer narrative:
(B) (4). To date, the device has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the surgeon suffered a burn with the device during an operation.